Event description:
As reported in a contact lens management periodical (eye and contact lens: science and clinical practice: 2013-volume 39-issue 5, pages 324-328), a case report is reference which involves a patient with a corneal ulcer. The report states that the patient developed a corneal ulcer while wearing a contact lens. No additional information is known regarding any treatment or the condition of the patient.

Manufacturer narrative:
(B)(4). The device was not provided and the complaint sample was not made available for evaluation. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a follow-up medwatch will be filed. (B)(4).